Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an implant procedure on (B)(6) 2025, the patient experienced difficulty coming out of anesthesia post-operatively. The patient was transferred to a facility and the symptoms have resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.